Manufacturer narrative:
Cook stratasis urethral sling: (B)(6) 2003, coloplast aris-transobturator sling system (B)(6) 2007. This MDR is related to MDR 1835959-2015-243.

Event description:
The patient was reportedly implanted with a cook stratasis urethral sling and a cook biodesign or surgisis 4-layer tissue graft on (B)(6) 2003 and a coloplast aris-transobturator sling system on (B)(6) 2007 at (B)(6) medical center, (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.